Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient went to the hospital on (B)(6) 2016 due to a driveline fault alarm sounding from the system controller. The system controller was exchanged; however, on (B)(6) 2016 the driveline fault alarm reoccurred. On (B)(6) 2016, it was observed that there were a few entries of low flow and pump stop alarms in the system controller history. The patient was reportedly not symptomatic. On 09/14/2016, a driveline evaluation was performed by the manufacturer¿s technical services representative. Despite extensive testing, including patient movements on a grounded patient cable, no alarms or pump stoppages were able to be reproduced. Submitted x-ray images showed an area of concern at the end of the pump bend relief, and a second area where the shielding appeared to be stretched that was located internal to the patient, just before the driveline exit site. The patient was provided with an ungrounded patient cable for use with the power module. It was reported that the patient is in good condition and would be monitored regularly. No further information was provided.

Manufacturer narrative:
The pump was not available for evaluation and therefore, the cause of the reported driveline fault, pump stop, and low flow alarms could not be conclusively determined. However, the alarms were confirmed through the evaluation of the submitted system controller log file. Based on the manufacturer¿s past experience and similar reported events, the events captured appeared consistent with a potential driveline wire compromise. X-ray images of the internal and external portions of the driveline showed some breakdown of the metal braided shielding near the driveline exit site as well as a sharp bend in the driveline near the pump housing. The patient remains ongoing on lvad support, utilizing a non-grounded patient cable with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.